Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6)2015, 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that, one day post implant of an right ventricular (rv) lead, there was non-capture noted on the lead. Also, there was non-capture noted on the left ventricular (lv) lead. The leads remain in use. No patient complications have been reported as a result of this event.